Event description:
It was reported that while using the universal modular electric/battery double trigger handpiece for reaming a tibia shaft for a intramedullary nailing, the handpiece stopped working.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u MFR will be submitted once the investigation is complete.